Event description:
Information received regarding the explanted device notes that during a routine follow-up, dashes (---) were observed for many parameters. The device exhibited "runaway" pacing and telemetry anomalies. The patient was asymptomatic with p-waves at a rate of 74 ppm.